Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer went up to the 200 mg/dl range after being treated for the low. The customer did not mention how they were treated. The customer did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was already hospitalized for high blood glucose of 671 mg/dl when they had the low. The customer also had a liver malfunction. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.